Manufacturer narrative:
(B)(4). Two used sets were received for evaluation. Upon visual inspection, it was noted that there were cracks running vertically at the female luer threads. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available a follow-up report will be filed. (B)(4).

Event description:
As reported by user facility: cracked and leaked blood.